Event description:
It was reported that during a thoracotomy procedure the surgeon placed the device over the bronchus and fired, it didn't feel right so he took it off and saw that there was no staple cartridge on the device. He then opened another device from another lot, checked the cartridge and fired with no problems. Procedure was completed with same like device. No adverse patient consequences were reported. "Inish" the procedure.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition, locked, and with a reload present. The reload was returned fully loaded with staples. This condition is consistent with the device not being fired. The device was tested for functionality with the returned reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.